Manufacturer narrative:
This report is for an unknown fns locking screw/ unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021, the patient underwent removal surgery of a femoral neck system (fns) nail and total hip arthroplasty. When the surgeon tried to remove a screw with the screwdriver which is other company¿s product, the screwdriver broke, and the tip of the screwdriver remained in the screw head. The surgeon cut the screw head with a carbide drill and used the hollow reamers to remove the shaft of the screw. The tip of both hollow reamers chipped off when the surgeon was reaming the bone. After excavating the bone with the chipped hollow reamer, the screw was removed by grasping with pliers, and a total hip arthroplasty was performed. The surgery was completed successfully with a 45 minute delay. The adverse health effects caused by this event were as follows: increase in the amount of bleeding associated with prolonged operation time, prolongation of anesthesia time, excessive bone excavation associated with screw removal, and additional use of physiological saline for removal of iron powder associated with excavation. Concomitant device: unknown screw (part # unknown, lot # unknown, quantity 1). This report is for one (1) unknown fns locking screw. This is report 4 of 4 for (B)(4).